Event description:
On (B)(6) 2025: left side mma embolization process disruption: ev3 dsmo syringe attached to headway duo microcatheter 167 cm. Dsmo injected, sdmo syringe removed. Then ev3 onyx syringe attached to headway duo microcathter. Surgeon attempted to inject, resistance met, dsmo syringe inspected and found to have tip of syringe missing. Tip of syringe remained in microcathter. Headway catheter removed. New headway catheter opened and access regained. New ev3 kit opened., product mixed per IFU and utilized. Procedure completed. During post mma embolization intra procedure scanning, confirmed left m4 occlusion with small left frontal lobe prenchymal phase decrease was identified. Post procedure MRI on (B)(6) 2025 confirmed left (distal) m4 occlusion with left frontal lobe infarct.